Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction via multiple daily injections (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.